Event description:
It was reported that this pacemaker had an isolated stored signal artifact monitoring (sam) episode due to noise artifact, which may have been caused by the medical procedure or electromagnetic interference (emi). There were no out-of-range measurements or any concerning findings in the stored episodes. This device remains in service. No adverse patient effects were reported.